Event description:
Procedure type: hernia. According to the reporter: upon placement of trocar balloon device, the balloon disengaged from the device and had to be retrieved from pt's preperitoneal space intact.

Manufacturer narrative:
(B)(4).